Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and identified that exposure failed because of issue in image processing pc (ippc). The device could be used temporarily after several restarts. The engineer replaced the ippc, reinstalled the software and recreated the image storage. After troubleshooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the device shutdown. It is unknown if the device was in clinical use. The host hard disk read, write failure. The philips field service engineer (fse) went to the hospital to repair the device. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and identified that exposure failed because of issue in image processing pc (ippc). The device could be used temporarily after several restarts. The engineer replaced the ippc, reinstalled the software and recreated the image storage. After troubleshooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected. The serial number, manufacture date, reporting address line 1 and the reporting address city have been updated.